Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot retraction problem was not confirmed. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, after deployment of the sutures by removing the plunger, the proglide became stuck in the anatomy. The footplate would not close all the way down. The vessel was cut wider to remove the device. It was felt the footplate was caught on scar tissue. Surgical suturing repaired the artery and achieved hemostasis. No additional medication was required. Hospitalization was not prolonged due to the proglide device. No additional information was provided.